Event description:
P.b. 840 ventilator on pt giving persistent alarms indicating "system error...cannot defect vte from patient". Pt observed to be receiving ventilator breaths from ventilator by direct observation i.e. Chest rise. Removed ventilator and marked for biomed. Pt placed on new ventilator and remained comfortable during change out.